Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect the tubing, adjust it, and deliver a bolus, which resolved the issue without recurrence of the occlusion alarm. As a result, the customer changed the necessary supplies and resumed insulin therapy. No further issues were reported, and the customer planned to make contact if problems arose again.